Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis hpca pump was returned for analysis. Visual inspection of the pump found no damage or crack. Functional testing included accuracy testing. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had flow rate issue and needed to be calibrated. No adverse effects were reported.